Event description:
Nursing noted urine leaking around the balloon, it was removed by staff due to not working properly. Foley catheter was placed due to patient have a cesarean section; patient was able to void on her own 4 hours post removal of foley catheter. There was no patient harm. Sample was not saved.